Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. However, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
A general report was received that during da vinci-assisted surgical procedures, the customer has experienced broken fenestrated bipolar forceps instruments at several associated hospitals. Specific event and device information was not provided. It was stated that each patient had intraoperative x-ray imaging performed in case a retained part of a broken wire dropped off in the patient¿s cavity, which is becoming a patient safety concern.